Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On 10/30/2025, it was reported that the patient experienced inaccurate cgm values where they were very low, and the bgm over 600 mg/dl. The patient experienced elevated ketones, diabetic ketoacidosis, confusion, disorientation, headache, and lethargy. The patient's son called emergency medical services (ems), who transported to hospital where patient was admitted. There he was treated with exogenous insulin, IV fluids and discharged on the same day. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.